Manufacturer narrative:
(B)(4). Analysis of the pump revealed no anomalies. Analysis of the catheter revealed a broken suture ring in the pump connector of the catheter. (B)(4).

Manufacturer narrative:
Product ID, 8709 lot# l64778, implanted: 1999 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient had a fever and was suspected to have meningitis. The patient's healthcare provider (hcp) was looking into stopping the pump. The drugs used in this system were fentanyl and bupivacaine. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information indicated that the patient likely had a wound infection, and the patient's physician indicated that it was not meningitis. The patient's pump was explanted. The patient's outcome was not known. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.